Manufacturer narrative:
(B)(4). The device will not be returned for evaluation as it was implanted in the patient. The complaint could not be confirmed and the event cause could not be determined based on the reported information.

Event description:
Medtronic received information that a pipeline flex did not open correctly during a procedure. It was reported that the device was able to be implanted successfully in the intended location without any intervention. The result of the procedure was complete occlusion of the aneurysm. The patient woke up and was discharged one day post-procedure at baseline condition with no symptoms. The patient was being treated for an aneurysm in the right c7 internal carotid artery (ica).

Manufacturer narrative:
Correction to model number. Lot number was not provided by the customer. Expiration date is not known. (B)(4)

Event description:
Medtronic received updated event information: a pipeline flex did not open correctly during a procedure and was not implanted. A new pipeline flex was able to be implanted successfully in the intended location without any intervention. The aneurysm dome measured 5.2mm; neck diameter was 3.7mm.

Manufacturer narrative:
Event description - additional information. Device code - additional information. Additional manufacturer narrative - additional information. Based on the new information, this event is no longer MDR reportable. The pipeline flex was not returned for analysis; therefore the complaint of difficult placement/positioning and failure to resheath could not be confirmed, and the event cause could not be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional event information: during an attempt to place a pipeline flex, the device was unable to be deployed in position and could not be resheathed. The device was removed from the patient. Ultimately a new pipeline flex was implanted in the patient without issue.